Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the instrument accidentally slipped away from the targeted anchor area and plunged through the mesh in the space of the ventral defect. The physician penetrated completely through the mesh. She went to fire again, in the same area, with the same result. Then she proceeded to anchor a few other areas and close the case. As she was closing the trocar sites, the physician discovered that an anchor had penetrated the skin. The tip of the anchor was just barely penetrating the surface (from deep to superficial), which appeared to be within the circumference of the ventral defect. The anchor was removed. The pt developed a post-op infection, which appeared to be the site where the anchor was removed. The pt was treated with pain meds and antibiotics.